Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up abnormal threshold and impedance issues were observed on this lead. An x-ray was performed which dismissed lead fracture however due to 3 other unspecified markings on the x-ray imaging per the physicians discretion surgical intervention occurred to implant a new non-boston scientific lead. No further adverse patient effects were reported. This lead was not available for return and analysis. Should additional information be received, an updated report will be provided.